Event description:
It was reported that the patient had been hospitalized with hypoglycemia on an unspecified date. The patient's blood glucose levels, duration the pod was worn and symptoms were not reported. It was not reported if the patient received any treatment whilst hospitalised, however it was reported that the hypoglycaemic episodes were likely due to the initial settings of the pod were too high and that the hospital specialist adjusted the settings significantly downward. It was not reported when the patient was discharged.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.